Manufacturer narrative:
UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon had difficulty verifying their straight suction. The surgeon needed to rotate the instrument after about ten attempts and finally could get it to verify. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Medtronic received additional information that the cause or contributing factors related to the reported issue was that the instrument must have been slightly bent causing it to not verify easily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site was not sure if a new straight suction was put into rotation with their trays or if that damaged instrument was removed from either one of their trays.